Event description:
Procedure type: hernia. According to the reporter: the balloon came off the tip, however, it was recovered and removed from the patient cavity. No patient injury was reported. No other information provided.

Manufacturer narrative:
(B)(4).